Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). Device evaluated by MFR: the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event; please see associated reports: 0001822565-2019-01079.

Event description:
It was reported patient had pain and a moderate limp after approximately 1 year post implantation. Approximately 2 years post implantation, patient was experiencing anterior side pain and squeaking. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by x rays received. Review of the x-ray demonstrates cement fixation of the acetabular cup. Heterotopic ossification of the superior acetabulum. Slight asymmetric positioning of the femoral head within the acetabular cup which could suggest liner wear. Slight valgus positioning of the femoral stem without radiolucency. Review of the device history record identified no deviations or anomalies would contribute to reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.